Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data was thoroughly analyzed. The analysis revealed an elevated current consumption which is not as expected. This might be an indication that an electronic module component is damaged. The remaining service time will be less than one year if the current consumption remains stable at this level. The root cause for the elevated current consumption was not determinable based on the information available. For a detailed root cause analysis the device return is necessary. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed an elevated current consumption leading to the clinical observation. After the device return a detailed root cause analysis will be performed.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. As a first step of the analysis, a visual inspection was performed revealing burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The pacemaker was interrogated showing a warning message on the programmer screen indicating an elevated current consumption and the battery status eri has already been reached. Therefore, the pacemaker's memory content was analysed confirming this observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality proved to be fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be almost depleted but still sufficiently charged to provide anti-bradycardia therapy. Subsequent thorough investigations revealed a damaged capacitor on the electronic module, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged capacitor leading to the clinical observation. The manufacturing records document a flawless device production, particularly the current consumption was as expected. However, the date of occurrence was not determinable. The therapy functions have not been affected by the observed damages.

Event description:
Device battery upon interrogation in (B)(6) 2013 was showing a longevity of 5.8 years, at 40%. After interrogation on (B)(6) 2014, device shows longevity of 3.3 years at 20% patient/clinician was asked if device ever went into a back-up mode, or if thresholds changed. No such events. Device follow-up was performed. Device remains implanted. Received notification of a high current situation and the recommendation of explant.